Manufacturer narrative:
The customer will not return the device for evaluation from the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2025 the bipolar cutting loop snapped. No negative impact in state of health reported.